Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that customer had an emergency room visit on (B)(6) 2016. Blood glucose levels were unknown. Customer's emergency room visit was due to high blood glucose. Customer was wearing insulin pump at the time of emergency room visit. Caller reported that while customer was in the hospital, insulin pump was lost and customer left the hospital without insulin pump.